Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). One sample of a mallinckrodt endobronchial tube was received for investigation. Visual inspection, and functionality tests were performed, and the device was found to function as per specifications. The customer reported malfunction could not be verified.

Event description:
It was reported by a customer that, during the prior to use test, the head nurse noticed that the tracheal tube cuff could not be deflated. There was no patient involvement.